Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received on 12/28/2018.

Event description:
It was reported that the patient was experiencing withdrawal symptoms. A catheter access port (cap) dye study was performed and cerebrospinal fluid (csf) was unable to be withdrawn through the catheter. The physician believed there was a blockage in the catheter. Surgical intervention was taken to revise the catheter.